Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery, it was observed that the small battery drive device and battery casing device did not run while in use together with a fully charged battery device. According to the report, the battery casing device did not work with fully charged battery device in small battery drive device that was known to run okay. The reporter stated that the user was able to run a different small battery drive device with a good casing device but not with the actual casing device. The reporter further stated that the user was able to use a good casing device in a different small battery drive device, but the same good casing would not make the actual small battery drive device run. There were no delays in the surgical procedure as spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an intermittent connection and the device stopped running while testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.